Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urge incontinence, fecal incontinence; trial began (B)(6) 2020. It was reported the trial patient stated that the wire was disconnected and she reconnected the wire. Support staff verified the patient had in fact had the stimulation on. No symptoms were reported and no further complications were reported or are anticipated. Additional information was received. The patient was not able to complete the trial and planned to reschedule. No further complications were reported.